Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal battery depletion.

Event description:
It was reported that the patient was admitted to hospital after a fall and experiencing bradycardia. The electrograms showed the pulse generator exhibited no output and inappropriate measured data. The device was explanted and replaced.